Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the past 3 or 4 days, her blood glucose has been high and she has not been sick. Customer stated that she has to take tons of insulin and she has changed her insulin pump every day. Customer stated that the next day, she could not get her blood glucose down and it got too low. Customer ended up eating to get her blood glucose back up. Customer changed the bottle of insulin. Customer stated that today she cannot get her blood glucose under 300 mg/dl. Customer's blood glucose was 410 mg/dl at the time of the incident. Customer treated with the pump. Customer stated that she is also going to take a shot to see if her blood glucose will drop.